Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that he stumbled and fell on (B)(6) 2011 while wearing the infusion device. Blood glucose was "ok" at 90 mg/dl. He checked the infusion device and there was no visible damage. Pt has experienced elevated blood glucose of up to 300 mg/dl since (B)(6) 2011, and he believes the insulin delivery of the infusion device is too low. He corrected hyperglycemia by delivering insulin through the infusion device and by syringe. Pt switched to his backup infusion device on (B)(6) 2011 and blood glucose has been "ok" since then. No alerts or errors were received on the infusion device, and the correct type of battery was used. Infusion device was not exposed to water or electromagnetic fields. Pt does not reuse the insulin cartridges. Cartridge and infusion tube are changed every 8-10 days and the infusion headset every 3-4 days. He did not have an infection or start new medication, and normal blood glucose level is 120 mg/dl. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.